Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that approx 6 years post stent implant the pt presented emergently with severe leg pain. The CT demonstrated that the left common iliac limb was no longer excluding the aneurysm. Due to disease progression of the artery the aneurysm had expanded resulting in a distal type I endoleak. It was reported that at the time of the original stenting procedure, the iliac limbs were not extended to the hypogastric artery. The physician elected to implant an iliac limb which was extended to the hypogastric artery and the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.